Event description:
While the unit was being set-up for therapy on a patient, the unit had low augmentation. The patient was switched to another unit and therapy was continued. No patient injury was reported.